Manufacturer narrative:
Model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 14067562; model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent a revision procedure wherein the ipg and lead were replaced.